Event description:
The patient stated that the "stuttering" was felt only when the battery was low on charge. An impedance check of the system was performed on (B)(6) 2021 and the system was fine, there were no issues. The patient did not notify the manufacturer representative of the battery pocket heating up. The manufacturer representative is not sure what is causing the stuttering sensation; however, it was recommended that the patient does not wait for the battery to go low before she charges and to charge when she has about 50% battery left. The patient stated that her programming is fine and that it is helping her pain. The physician is aware of these issues adn was meeting with the patient to discuss the stuttering feeling in her back. Her battery is about 5 years old and the provider was going to discuss with her replacement of the battery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was called hcp last monday and requested to have rep at hcp appt today (B)(6) 2021 at 12pm - pt stated she never got a confirmation call back about the rep being at the appt. Pt reported she is having problems with the ins - pt is having problems feeling "surges or sputtering" from the stimulation -pt stated the ins does not turn off when this happens but pt is scared it is going to go out and if it does she will just drop to the floor.pt stated the last time she felt something like this she felt something getting hot on the inside - pt asked family members to feel the outside to see if they felt it getting hot but they told her no.pt stated a rep met pt at the appt to check the leads and there was nothing wrong with the system at that time. The patient was redirected to their healthcare provider to further address the issue. Pss is sending a message to the local rep about pt appt today at 12pm.